Event description:
It was reported that the pump stopped occasionally. The event occurred during infusion. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the downstream occlusion (dso) sensor was degraded. The customer's stated problem was not confirmed, and the cause could not be established. The dso sensor was preventatively replaced.